Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time.

Event description:
Two days after implant a hematoma was noted at the ICD site. Patient remained hospitalized for continued monitoring and elevated liver enzymes and a drop in hemoglobin. She was taken for evacuation of the hematoma on (B)(6) 2021. System remains implanted. Should additional information become available, this file will be updated.